Event description:
It was reported that pump showed malfunction when it was charged for more than 30 minutes, and caller was unable to locate malfunction code or fault ID because pump had already been reset. There was no adverse impact to the customer¿s blood glucose level. Caller continued to use current pump and planned to rely on alternate method if necessary, and technical support arranged pump replacement while caller declined an out-of-warranty loaner pump.